Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had a loose connection. The following information was provided by the initial reporter, translated from chinese to english: the patient received intravenous infusion and an indwelling needle was inserted. The needle-free closed infusion connector was connected, but the connection with the cannula needle interface was not tight. After repeated tightening, it was still not tight and leakage occurred. The connector was replaced and normal treatment was given. Additional information received from the customer: please confirm how long the infusion had been running before to the connection issue? The infusion set was also just used. Please can you confirm what medication was being administered? The infusion was of generic medication. Please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? The medication was not kept in the refrigerator. Please can you confirm the make and model of the connecting products? The infusion set was connected to a vigor infusion set, model number unknown. Please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? No apparent defects. Please can you confirm if the connecting product has a luer slip or luer lock connection? Luer connector. 10. Please confirm if the connector accessed with needle? No needle.